Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement this complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: not available. Associated medwatch: [mr#1221934-2018-52883]. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee procedure, the fill chamber on a fms duo was overflowing. The procedure was completed using another fms duo and there were no adverse consequences to the patient. Additional information received by mitek complaints on (B)(6) 2014: the sales rep reported that during a knee repair that the customer's hand control interface, stryker, was not supplying power to the handpiece for suction. The surgeon completed the procedure with another pump and hand control interface with no patient consequences. There was a ten minute delay in procedure. The sales rep confirmed the overflow was from the saline bag and there was no backflow.